Event description:
According to information received as of july 28, 2022, a patient was injected on (B)(6) 2022, with 0.3 ml of teosyal rha 1 (tprl-214727a0) into the glabella lines area. Following injection, the practitioner observed a localized color change (bluish discoloration) on the left glabella line and suspected the appearance of vascular complication. As a corrective action, on the same day, the patient received 1500 iu of hyaluronidase, along with acetylsalicylic acid, triamcinolone acetonide (trigon depot), and a topical antibiotic (mupirocin). It was reported that the symptom is recovering. Following the initial report, a local medical expert was connected with the practitioner to advise for the management of this case. Subsequently, on august 24, 2022 we were informed that the adverse event has completely resolved with no further issue.

Manufacturer narrative:
According to information received this event would be related to the vascular complication, which is well-known and described adverse reaction to hyaluronic acid filler injections. The appearance of immediate bluish discoloration indicates that arterial occlusion has occurred. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Batch data review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 1 (tprl-214727a0) product. Batch data history: no other complaint was registered to date (august 24, 2022) with this batch number.